Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment for and the outcome of the peritonitis was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if physioneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The event was manifested by anxiety, fever, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On that same day, the patient started treatment with intraperitoneal biodacin (dose and frequency not reported) for peritonitis. Ten days later, the biodacin was discontinued. Three days later, the patient was discharged from the hospital and deemed recovered that same day. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.